Manufacturer narrative:
The prod remains implanted and will not be returned for evaluation. This is the final report.

Event description:
The pt reported, that she was hospitalized due to vomiting the day after her implant procedure. The physician's assessment indicated that the pt had an adverse reaction to anesthesia used during implant surgery. The pt has been released and is doing fine.